Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported after activating a new pod his blood glucose went up to 289 mg/dl and 305 mg/dl. He stated that he gave multiple correctional boluses (exact amount not provided) but was not able to lower his bg level. Upon deactivation, he noticed the cannula was kinked. He did not smell or feel any insulin coming from the pod and had no recent changes to his diet or exercise.